Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard stabilized bearing 18x75: catalog # 189088, lot # 335000. Biomet maxim femoral component, catalog # 145152, lot # 027780. Biomet tibial locking bar: catalog # 141205, lot # 598670. Biomet ap patella, catalog # 11-150828, lot # 991210. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device being discarded. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03974, 0001825034-2018-03976.

Event description:
It was reported that the patient underwent a right knee arthroplasty five years ago. The patient has been revised due to instability and loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed by review of pre-revision x-rays. Review of x-rays indicates loosening of both the tibia and femoral components. Also the prominent soft tissue swelling and wire inferior to the patella. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.